Event description:
It was reported that during a stenting treatment procedure, stent migration and stent deformation occurred. The procedure treated the 90% stenosed target lesion located in the moderately calcified saphenous vein graft. A non-bsc embolic protection device was positioned in the vessel and a 3.0x16mm promus element plus stent was advanced and deployed. Next, the retrieval sheath of the embolic device was advanced but met resistance at the stent edge deforming about 5mm of the proximal portion of the promus element plus stent, and the stent migrated distally. At this time, the stent was post dilated with an unspecified 3.0mm balloon at higher pressure and the retrieval sheath was again advanced to successfully remove the embolic device. Then a 3.0x38mm non-bsc stent was advanced and deployed at 14 atms to cover the whole lesion. No further patient complications occurred and the patient status is fine.

Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).